Event description:
It was reported that the patient conducted a controller exchange after noticing a faulty controller to battery connection. The patient alleged that the batteries would come loose from the controller, causing a battery disconnect alarm. The patient noticed that with movement of batteries on the connection site, the alarms would stop. There were no other hazard alarms according to the patient. He changed his controller appropriately and tolerated well. It was stated that the new controller did not have faulty connections and that the battery would stay connected to the controller. The controller was returned to heartware for further evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the controller failed to meet specifications. The controller failed visual inspection as a result of a bent pin on the power source 1 connector. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. User related contributing factors that may have contributed to this event include attempting to connect power sources to the controller without aligning the connectors. In (B)(6) 2015, a field safety notice ((B)(4)) was issued to clinicians to be delivered by sites to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.